Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the adhesive which had come apart around the ring of the handle (a-rubber). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was mishandled or subjected to stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, ring on scope connector cover loose, bending section rubber glue, scratches on lenses and buckle in the middle of insertion tube. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus during reprocessing of the cysto-nephro videoscope, the scope adhesive around ring the handle came apart and small black particles detached from the distal end. There was no patient involvement, or user injury associated with this event.